Manufacturer narrative:
Date of report: 09sep2021.

Event description:
The customer reported that a ventilator displayed a patient circuit occluded alarm. The device was in clinical use at the time the issue was discovered. The patient was transferred to another working ventilator. There was no patient or user harm reported. The reported issue could not be duplicated. The device was evaluated by the customer and a philips remote service engineer (rse). The biomed stated that the problem was exhibited, however, he has reviewed the event log and is not reporting any errors. The rse advised the customer to perform a performance verification test (pvt). The device passed pvt and the customer has advised to close the case.